Event description:
Customer called reporting an episode of hyperglycemia and was treated by the third party. The patient stated that he received a reading of 404 mg/dl on his freestyle meter, took insulin, and fell down on the street. Customer stated that he received an IV flush at the hospital (no additional information on the treatment is provided).

Manufacturer narrative:
This is an initial report. An investigation is in process. The product has been requested back for further investigation. A final report will be submitted when the investigation is complete.